Event description:
Received lega documents stating a pt expired after becoming disconnected from their ventilator. Reported as follows: patient was paralyzed from the neck down and was wheelchair bound. Pt was outside with their dog, their dog jumpted on pt knocking the ventilator circuit from their trach. The caregivers were changing shifts and were conversing in the parking lot which was approximately 136 feet away from the pt. The caregivers reportedly did not notice that this had happened. An alarm was going off when a neighbor walked up to the pt. The neighbor did not know what the sound was but neighbor did notice that the pt was unresponsive. The neighbor informed the caregivers. As they approached the pt, they could hear the alarm sounding. The caregiver then ran to initiate CPR, the other caregiver went to get the resuscitation bag from inside the house. The paramedics were called and were unable to revive the pt. Autopsy report noted the cause of death as "asphyxia due to interruption of ventilator support".